Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data . The cse replaced the gray peripump tubing, rinsed blocks, and the reagent syringe. The cse ordered additional parts, returned to the customer site and replaced the wash displacement, re-suspended injector ports and incubation ring bearings. The cse ran systems check and precision testing of 30 replicates using multidiluent 11 as sample. The results were within range with good precision. Quality controls were run and passed. A defective wash displacement dispense port or poor alignment of the incubation ring potentially caused the discordant, falsely elevated tni-ultra result. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was repeated on an advia centaur xp instrument, resulting lower. The result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.